Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed fill tubing while connected at the site, delivering 15-17 units of unintended insulin. The customer's blood glucose (bg) level was 56 mg/dl. The customer drank a small bottle of orange juice, ate 2 glucose tablets, ice cream and cake. Follow up with the customer later that day indicated that the customer's bg level had increased to 89 mg/dl.